Event description:
The hcp reported the patient had no volume discrepancies with previous pump. Now, at every refill, there has been a volume discrepancy-estimated reservoir volume 1.4, actual reservoir volume 4.0-erv 1.2, erv 3.5-arv 2.6, arv 5.0-erv 2.5, arv 5.0-erv 2.5, arv 3.0. The patient is reported to be having good control. A follow up report will be sent when additional information is received.